Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter state/province: (B)(6). Block h6: device code 2976 captures the reportable event of pancreatic stent kinked.. Block h10: the returned advanix pancreatic stent was analyzed, and a visual evaluation noted that there was a kink in the pigtail section of the stent. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. During visual assessment, a kink in the pigtail section of the stent was observed. The device was returned in its original pouch indicating manipulation of the device. Handling and manipulation of the stent during unpacking/prepping/testing can lead to kinking of the stent at the pigtail. Also, interaction with the scope and guidewire can contribute with the observed damage. Therefore, adverse event related to procedure, is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corportaion that an advanix pancreatic stent was used in a procedure in the pancreatic duct, performed on (B)(6), 2020. According to the complaint, during the pancreatic duct stent placement procedure, the pigtail of the stent was kinked. Reprotedly, there was no health damage to the patient. The procedure was completed successfully with another advanix pancreatic stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in a procedure in the pancreatic duct, performed on (B)(6), 2020. According to the complaint, during the pancreatic duct stent placement procedure, the pigtail of the stent was kinked. Reportedly, there was no health damage to the patient. The procedure was completed successfully with another advanix pancreatic stent. There were no patient complications reported as a result of this event.